Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were hospitalized due to high blood glucose on unknown date with blood glucose level was unknown. Customer stated insulin pump had insulin flow blocked alarm. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.